Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 525 mg/dl. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.